Event description:
Per medical record review, the 4-year transthoracic echocardiogram (tte) indicated that the patient had a left ventricle ejection fraction of 60%. The aortic valve was heavily calcified with severe aortic stenosis with a mean gradient of 42mmhg. The 4-year transesophageal echocardiogram (tee) indicated that the aortic valve had restenosis, there was no restriction in the mobility of the valve leaflets, and there was trace central regurgitation. The mean gradient was 52mmhg and an aortic valve area of 0.7cm2.

Event description:
Approximately 4 years and 15 days post-tavr procedure, the patient is being worked up for a valve in valve procedure due to calcification.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; clinical code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 23mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of post-implantation-calcification was confirmed based on the medical report. In this case, available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient's medical history reports hyperlipidemia and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.